Manufacturer narrative:
(B)(4). The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: precautions for use. Pts showing a history of streptococcal disease (recurrent sore throats, acute rheumatic fever) shall be subjected to a dual test before any injection is administered. In the event of acute rheumatic fever with heart complications, it is recommended not to inject the product. Undesirable effects: the pt must be informed that there are potential side effects linked to the procedure, which can be either immediate or delayed. These include, but are limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported after injection to the "nasogenial folds" and "dark circles" with juvederm ultra xc, the pt developed tonsillitis. Pt was treated with "azitromicine" and anti-inflammatories. Pt returned to the office some days later with reported "swelling on the right side of the nasogenial fold". Pt was then treated with "betantrinta betametasone dipropionate + betamethasone phosphate dissodic". It is unknown if symptoms have resolved at this time.